Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the instrument evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci assisted surgical procedure, the medium large clip applier instrument had poor movement. The procedure was completed with no reported injury.